Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 318mg/dl at the time of the incident. The customer reported that a piece of the reservoir compartment came off. The customer stated she noticed it today at dinner time. She dropped it about a week ago. She was cooking dinner and some of the food fell on the pump and went to clean it and a piece fell off while cleaning. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump. The insulin pump will be returned for analysis.